Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("painful heavy menstruation that stopped by using continuous luthenyl"), chronic obstructive pulmonary disease ("copd aggravated with lung disease"), disability ("recognized as disabled") and complex regional pain syndrome ("algodystrophy of the limbs") in a 49-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), chronic obstructive pulmonary disease (seriousness criterion medically significant), disability (seriousness criterion disability), complex regional pain syndrome (seriousness criterion medically significant), dysmenorrhoea ("painful heavy menstruation that stopped by using continuous luthenyl"), migraine ("migraine"), fatigue ("severe fatigue"), visual impairment ("reduction of vision"), eye disorder ("eye condition") and myalgia ("muscle pain"). The patient was treated with nomegestrol acetate (lutenyl) and surgery (essure removal was planned to (B)(6) 2018). At the time of the report, the menorrhagia and dysmenorrhoea had resolved and the chronic obstructive pulmonary disease, disability, complex regional pain syndrome, migraine, fatigue, visual impairment, eye disorder and myalgia outcome was unknown. The reporter provided no causality assessment for chronic obstructive pulmonary disease, complex regional pain syndrome, disability, dysmenorrhoea, eye disorder, fatigue, menorrhagia, migraine, myalgia and visual impairment with essure. The reporter commented: specific reason for disability was not reported. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kgs. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("painful heavy menstruation that stopped by using continuous "luthenyl""), chronic obstructive pulmonary disease ("copd aggravated with lung disease"), disability ("recognized as disabled") and complex regional pain syndrome ("algodystrophy of the limbs") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), chronic obstructive pulmonary disease (seriousness criterion medically significant), disability (seriousness criterion disability), complex regional pain syndrome (seriousness criterion medically significant), dysmenorrhoea ("painful heavy menstruation that stopped by using continuous luthenyl"), migraine ("migraine"), fatigue ("severe fatigue"), visual impairment ("reduction of vision"), eye disorder ("eye condition") and myalgia ("muscle pain"). The patient was treated with nomegestrol acetate (lutenyl) and surgery (essure removal was planned to (B)(6) 2018). At the time of the report, the menorrhagia and dysmenorrhoea had resolved and the chronic obstructive pulmonary disease, disability, complex regional pain syndrome, migraine, fatigue, visual impairment, eye disorder and myalgia outcome was unknown. The reporter provided no causality assessment for chronic obstructive pulmonary disease, complex regional pain syndrome, disability, dysmenorrhoea, eye disorder, fatigue, menorrhagia, migraine, myalgia and visual impairment with essure. The reporter commented: specific reason for disability was not reported. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Further company follow-up with the regulatory authority is not possible. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.